Event description:
On (B)(6) 2023, during a follow up, a patient contact reported to fresenius this peritoneal dialysis (pd) patient on continuous cyclic pd (ccpd) therapy on the liberty select cycler was hospitalized for septic issues and peritonitis. There was no specific allegation this adverse event was due to a deficiency or malfunction of any fresenius product(s) or device(s) in the initial reporting. Upon follow up with this pd patient, it was reported they were hospitalized in the middle of (B)(6) 2023 (exact date of admission unknown) following abdominal pain, fever and weakness. Laboratory tests conducted in the hospital (exact date and lab results unknown) showed that they were septic, and they had peritonitis. It was unknown if the patient¿s peritonitis and sepsis diagnoses were related; however, it was believed they experienced the peritonitis infection prior to experiencing sepsis. The patient contracted peritonitis by being careless during a pd treatment on the liberty select cycler at home where they contaminated the patient line with their bare hands. Any medications prescribed to the patient during this hospitalization to address his sepsis or peritonitis were unable to be recalled. The patient was able to undergo ccpd therapy on a hospital provided cycler (brand and model unknown) for the duration of the admission. The patient had a difficult hospital course involving an intensive care unit admission, but they were discharged to home approximately one week prior to the final follow up (exact date of discharge unknown). It was confirmed the patient¿s sepsis, peritonitis infection, and the associated hospitalization were not due to a deficiency or malfunction of any fresenius product(s) or device(s). The patient continues ccpd therapy on the same liberty select cycler at home post-discharge.